Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient took an ambulance to the hospital with hypoglycemia on (B)(6) 2025. The patient's blood glucose levels declined to less than 55 mg/dl while wearing the pod an unspecified number of hours. The patient had been napping with their settings for alarms on vibration. The patient thought either the alarm did not go off or they didn¿t notice the alarm for low blood glucose and when she woke up, she began to tremor and have nausea. The patient¿s parents gave her sugar and called the ambulance. She was brought to (B)(6) (italy) and diagnosed with hypoglycemia. When she arrived at the hospital her blood glucose was 100 mg/dl and she was treated with 10% glucose infusion (glicosata) 250 cc. The health care provider wanted the patient to stay overnight; however, they decided to leave after 4 hours instead. The patient was unsure when the pod was removed, but they do not have the pod anymore. The patient resides in switzerland but was in italy at the time of the event.